Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 31 oct 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
It was reported that "when we tried to remove the cuff of an intubated tracheal tube after degassing it, the cuff got caught in the airway around 18 cm and was difficult to remove several times".

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. Complaint was considered not confirmed based on customer narrative of events. A 24 month review was conducted and no additional complaints were identified related to this issue. The lot number was provided, and the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
It was reported that "when we tried to remove the cuff of an intubated tracheal tube after degassing it, the cuff got caught in the airway around 18 cm and was difficult to remove several times".